Event description:
Ous MDR - this lead was found to be dislodged after the patient was inappropriately shocked. The lead was repositioned.

Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated.